Event description:
A medtronic representative reported a navigation system emitter that was performing intermittently when tracking the patient tracker. The system was a medtronic evaluation unit. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement field generator shipped to site 03/13/2015. Medtronic investigation of returned suspect device finds that when the emitter was connected to a test system for a multi-day hour burn-in test, verified a registration probe at 0.8mm. Tracking and accuracy were normal. No intermittent tracking was observed during the entire test time. Flexing the cable along its entire length does not indicate any intermittent opens. The emitter passed the pegboard test with an error of 1.888mm. No fault found. Device found to be fully functional. On 03/18/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.